Manufacturer narrative:
A (B)(6) service representative performed a checkout of the equipment and a review of the logs. The flow sensor was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, when switching to mechanical ventilation, the ventilator did not start. There was no reported patient injury.